Manufacturer narrative:
(B)(4): the customer reported that there was a speaker failure. Philips is in the process of obtaining add'l info concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed. (B)(4).

Event description:
The customer reported that there was a speaker failure.